Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device was not communicating. Field service engineer confirmed that problem was resolved. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system device was not communicating. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.